Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4 and a flail. An ntw clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the valve, it was observed that one gripper was not functioning as intended. Troubleshooting was performed and the issue gripper issue was able to be resolved. The clip was able to be deployed on the mitral valve without further issues. An additional clip was implanted, reducing mr to a grade of 3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information and without the returned device to analyze, a cause for the reported difficulty lowering the gripper could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.